Event description:
It was reported that there was a hole in the catheter. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman® laa closure device (wds) was selected for use. During preparation, while flushing the proximal end of the wds they noticed a lateral hole inside the catheter, so it was not possible to flush the distal portion of the wds. The device was not used. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable.

Event description:
It was reported that there was a hole in the catheter. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman laa closure device (wds) was selected for use. During preparation, while flushing the proximal end of the wds they noticed a lateral hole inside the catheter, so it was not possible to flush the distal portion of the wds. The device was not used. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable. Device evaluated by manufacturer:the returned product consisted of the watchman delivery system (wds) with the implant inside the sheath. The implant was deployed during the lab analysis and was consistent with the reported information. The device was bloody. The hub, shaft, tip, core wire, and implant were microscopically and visually inspected. Inspection revealed numerous kinks in the sheath, core wire damage (flattened/bent) located 1.5 cm from the tip, sheath damage (hole/bent/abrasions) located 3-4 cm from the strain relief, and tip damage (tricuts bent). There was no evidence that the implant was deployed prior to the lab analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.